Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor grinding noise noted. The motor was tested outside of the device and passed. Pump passed selftest and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No pump error alarm noted during testing or listed in insulin pump history. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on was locked properly during visual inspection. No frozen display noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. Troubleshooting was not completed. The device will not be returned for analysis.